Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received for evaluation; 4 events were confirmed during testing. 4 devices were found to be affected by disassembly. 1 device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device disassembled. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken. This device is not labeled for single-use. Correction: one device was expected for evaluation; however, the device was not available. Device not returned.

Event description:
This report summarizes 5 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.